Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The pacemaker was analyzed and it was determined that it operated normally with external power attached. Pacing and sensing were normal, and the current drain was within specification. Device met longevity characteristics, therefore there was no problem detected.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any further pertinent information is provided, a supplemental report will be created.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.